Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the cable was faulty. The cause of the faulty cable was attributed to a cut on the cable. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The video cable break has caused the image problem reported. Moreover, it appears that the white balance couldn¿t be properly adjusted due to a malfunction of image functionality. For this reason, an error message e311 was displayed on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image from the camera head was flickering. It is unknown when the issue was found. There were no reports of patient harm.